Event description:
Related manufacturer reference number: 2017865-2023-40859 it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead exhibited loss of capture. A lead revision was performed. The lead was tested during the procedure through a patient system analyzer (psa) and the lead was able to capture. The physician decided to explant and replace the pacemaker and cap and replace the rv lead on (B)(6) 2023. The patient experienced no consequences.